Event description:
Patient's incepta crt-d device and 5 unknown leads which were connected to device and segmented at proximal end were returned to (B)(6) with no paperwork. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).